Manufacturer narrative:
Trackwise # (B)(4). A lot history record review was completed for lots 25144575, 25144525, and 25144006; the last 3 lots shipped to the account prior to the event date. There were no ncmr¿s for the reported lot number.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat suv stabilizer system was not holding well. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device was discarded.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat suv stabilizer system was not holding well. The hospital did not report any patient effects.